Event description:
Medtronic received a report that the pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery and ophthalmic artery with a max diameter of 3.4 mm and a 4.7 mm neck diameter. Landing zone: distal: 3.4 mm and proximal: 4.1 mm. It was noted the patient's vessel tortuosity was severe. The postoperative angiography results were satisfactory. It was reported that pipeline flex was flushed according to the IFU requirements. During the surgery, the microcatheter phenom27 reached the middle cerebral artery m2. While the guidewire was pushed steadily and the microcatheter was withdrawn to release the ped, the tip end was opened normally. However, it could not be opened after being released to the middle section. The surgeon swung the whole part several times, but it still could not be opened. After continuing to release for a distance and waiting for a while, it still could not be opened normally. The surgeon chose to retrieve the stent. After several attempts, it still failed, so the whole system was removed. It was reported the pipeline failed to open in the middle section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. There were no additional steps or other devices required to o pen the pipeline. The pipeline was removed from the patient by removing the microcatheter as a whole. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis:¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex embolization device was returned for analysis within shipping box; within a plastic bio-pouch; and within a dispenser coil. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. However, the proximal tip coil was found to be stretched. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex were found fully opened and damaged. However, the middle section was found to be not fully opened and bend due to damaged braid. No other anomalies were observed. ¿testing/analysis: n/a ¿conclusion: based on the analysis findings, the pipeline flex was confirmed to have failure to open at the middle section as the middle section was found to be not fully opened due to damaged braid. It is possible that the severe vessel tortuosity may have contributed to the reported issue. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.